Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the receiver had no audio output. The patient stated she was on a road, collapsed, and lost consciousness. She fell backwards and hit her head on the pavement which resulted in a concussion and bleeding. She did not experience any symptoms before the collapse. A bystander called an ambulance, and prior to emergency medical technicians (emt) arrival no bg finger stick (bg fs) or cgm values were available. After paramedics arrived her bg fs was 24 mg/dl, and no cgm alerts or sounds were heard. Her house was nearby and paramedics treated her at her house with IV medication to raise the bg. She did not go to the hospital. After the event she was dizzy. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. A manual sound test was performed and passed. Functional tests were performed and passed. An internal visual inspection was performed and passed. The speaker resistance was measured and passed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The receiver log was downloaded and reviewed. The allegation was confirmed for no audio output due to delayed alerts. The probable cause was receiver dispatch error.